Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose was 49 mg/dl and current blood glucose was 222 mg/dl. The customer was treated with food. The customer does not allege pump was over delivering. The customer reported that they entered blood glucose then got an enter blood glucose again entered blood glucose but got the same issue again and turned off. The customer was advised to speak with his health care professional and trainer regarding his concern and the customer declined troubleshooting. The insulin pump will not be returned for analysis.